Manufacturer narrative:
Manufacturer¿s investigation conclusion: an analysis of the submitted log file confirmed a pump stoppage event. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the pump stoppage could be indicative of a driveline issue; however, a specific cause for this event could not conclusively be determined through this evaluation as the patient remains ongoing on ventricular assist device (vad) support. The submitted log file contained events from (B)(6) 2022 through (B)(6) 2023. The file captured a pump stoppage event on 08jan2023 while the patient was supported by the power module. The pump ramped back up to the set speed without issue following the pump stoppage event and remained at or above the low speed limit for the remainder of the file. The account later communicated that the patient has been using an ungrounded patient cable while connected to the power module. The patient has not experienced any other pump stop events and has been given a new ungrounded patient cable. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
MFR # for the patient's previous driveline damage and repair: 2916596-2020-02631, 2916596-2022-15366. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a pump stop on 08jan2023 when their puppy jumped on their chest. The log file captured one low speed advisory and two pump stops on (B)(6) 2023 while the patient was connected to the power module. It was noted that the patient had a full driveline repair done previously, and it was confirmed that at the time of the pump stop they were using an unshielded patient cable, which indicated that the phase-to-phase short was not resolved. There had been no additional pump stops and the customer exchanged the patient's unshielded patient cable.